Event description:
It was reported a patient weighing 14.87 kg, received a total of 100 ml of paracetamol (10 mg/ml). This resulted in an administered total dose of 1000 mg (67.24 mg/kg), which is 4.5 times higher than her therapeutic dose of paracetamol. There was patient involvement, and no patient harm. Additional information was received from the customer. Paracetamol was programmed to infuse at 90ml/hr for a volume to be infused of 22.5ml manually using basic infusion. It was reported the patient received all 100ml in fifteen minutes.

Manufacturer narrative:
Additional information: imdrf annex a, c, d, g codes.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative, remedial action required, remedial action #. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of paracetamol was not able to be definitively confirmed through review of the logs because the programming was performed as a basic infusion. There was no programming found at the reported incident intended rate of 90ml/hr with the volume to be infused (vtbi) at 22.5ml. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ the event was reported to have occurred on 04 october 2024. The event time was reported to be at 4:18 pm ¿ on 04 october 2024 at 03:56:33 pm, the pcu event log showed the pcu, and the suspect pump module were powered on and was assigned channel a. The user selected ¿no¿ to ¿new patient.¿ the profile in use was not able to be identified. ¿ at 03:56:48 pm, pump module s/n (B)(6) was programmed a basic infusion with a rate= 504ml/h, vtbi= 84ml and a duration= 10min, immediately after the infusion started, user modified pressure limit= pump and restarted the infusion. ¿ at 04:07:15 pm, pump module finished the infusion and alarmed for kvo. ¿ at 04:07:44 pm, pump module s/n (B)(6) was programmed a basic infusion with a rate= 400ml/h and vtbi= 100ml. ¿ at 04:18:17 pm, pump module alarmed for patient side occlusion, infusion was then restarted. ¿ at 04:23:38 pm, pump module finished the infusion and alarmed for kvo. Concomitant pump module s/n (B)(6) was programmed a basic infusion with a rate= 999ml/h and vtbi= 500ml. ¿ at 04:31:53 pm, pump module alarmed for patient side occlusion, this event occurred two (2) times and was then powered off. ¿ the reported suspect pump module was not in use on the reported incident data and time. ¿ the inspection and testing process did not find any existing malfunctions that may have been a contributing factor for the reported event. The pump module was found to be infusing within specification. ¿ the alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential uncontrolled flow (free-flow) condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door (see bd alaristm pump module set loading on page 98).¿ ¿ testing and inspection of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Note to repair center: the device was opened for investigation. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported over infusion was determined to be most likely from user programming based on the report from the facility and recorded event log details. The returned identified suspect device was fully evaluated, and no issues or anomalies were observed during laboratory testing. Note that imdrf annex a1801, c0601, d01, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported a patient weighing 14.87 kg, received a total of 100 ml of paracetamol (10 mg/ml). This resulted in an administered total dose of 1000 mg (67.24 mg/kg), which is 4.5 times higher than her therapeutic dose of paracetamol. There was patient involvement, and no patient harm. Additional information was received from the customer. Paracetamol was programmed to infuse at 90ml/hr for a volume to be infused of 22.5ml manually using basic infusion. It was reported the patient received all 100ml in fifteen minutes.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a patient weighing 14.87 kg, received a total of 100 ml of paracetamol (10 mg/ml). This resulted in an administered total dose of 1000 mg (67.24 mg/kg), which is 4.5 times higher than her therapeutic dose of paracetamol. There was patient involvement, and no patient harm. Additional information was received from the customer. Paracetamol was programmed to infuse at 90ml/hr for a volume to be infused of 22.5ml manually using basic infusion. It was reported the patient received all 100ml in fifteen minutes.